Manufacturer narrative:
Concomitant product: dtba1q1 crt-d implanted: (B)(6) 2016; 6935 lead implanted: (B)(6) 2016. Product event summary: the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead dislodged, resulting in high thresholds, loss of capture and diaphragmatic stimulation for the patient. The lead was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.